Event description:
The user facility reported a 81 year old male with st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a "purge pressure low" alarm occurred on the console and the yellow luer on the purge sidearm was leaking. They attempted to change the purge cassette again to resolve the alarm but it did not solve the issue. A purge bypass was performed. There have been no alarms since the replacement. The purge was running sodium bicarbonate. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The pump was returned for evaluation. Upon visual inspection, a crack in the yellow luer sidearm was confirmed. The clinical report stated that there was bicarbonate being used. The root cause of the purge leak was due to damage to the yellow luer sidearm. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.